Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for tourette's syndrome. It was reported that the patient's impedance were not in range. No other event details were provided. It was unknown if the issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study corrected the original entry to indicate that all impedances were in range. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.